Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead. The patient still had therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107824.